Event description:
The facility returned the device for service. During service, the baxter repair technician reported a broken door. The hospital representative stated that there have been no reports of any patient patient injury or medical intervention.. No additional information is known.

Manufacturer narrative:
Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.